Event description:
The pt was implanted with a left ventricular assist device (lvad). During a routine transplant procedure, the surgeon noted that the outflow graft bend relief was disengaged. The pt was successfully transplanted without issue.

Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.